Manufacturer narrative:
Concomitant medical products: product ID: etlw1616c82e, serial/lot #: (B)(4), ubd: (B)(4) 2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 50mm diameter abdominal aortic aneurysm. It was reported approximately 4 years post the index procedure the patient was presented emergently with back pain. The physician noted no visible endoleaks but the aneurysm has increased in size by at least 10mm. It was also noted that the stent graft was a few mm from the lowest renal artery and the right iliac limb was only into the cia a few mm. Therefore, on the same day, the physician inserted a 32mm endurant cuff and extended the right common iliac with a endurant stent graft limb. The proximal cuff was anchored via heli-fx endoanchors. The procedure was successful. Per the physician, the cause of the event is unknown. No additional clinical sequelae were reported, and the patient is fine.